Event description:
The customer reported the system's steering locked up. Customer reported staff injuries.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering handle parts were replaced. The system was then found to be working as intended. Following conversations with the facility's clinicians, no confirmed injuries occurred. No medical attention was sought after and no medical interventions occurred.